Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she did not believe the insulin pump was delivering insulin. She changed the infusion set a few times. The second infusion set had a kinked catheter. Customer's blood glucose level was over 500 mg/dl. She was thirsty and nauseous. The high pressure test passed. The device was not returned.